Event description:
It was reported the patient experienced electrical shocking at the neurostimulator site. The patient could not tolerate 1.5 volts of stimulation. During revision surgery, the patient received general anesthesia. Impedances were 833 ohms with 15 ma for electrodes. The hcp cleaned all the connections and reconnected everything. Impedances were checked again. The patient appeared to be shocked during device interrogation of impedances. The neurostimulator was replaced. Impedances were checked again without any change. The patient was repositioned laterally; the extension was replaced without any change to the impedances. The patient continued to experience visible electrical shocks. After revising the neurostimulator/extension connection, a power on reset occurred. The surgeon decided to revise the lead.

Manufacturer narrative:
The neurostimulator and extension were returned to the manufacturer for analysis. Device analysis revealed no anomalies; normal device function.